Event description:
Impossible to remove implant as spring broke [device removal failed] part of implant was still in fallopian tube [device breakage] spring broke [device breakage]. Case description: case summary: serious, unlisted, related (near-incident). This is a spontaneous case report received from a regulatory authority (case#(B)(4)) in (B)(6) on (B)(6) 2014 which refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced impossible to remove implant as spring broke, spring broke, and part of implant was still in fallopian tube. No info given on pt's history, past drugs and concurrent conditions. It is not reported whether the pt received any concomitant medication. On (B)(6) 2014 the pt had essure (fallopian tube occlusion insert), lot number b42244, at unk implanted. During implant insertion, it was decided to remove implant before it had been fitted, but it was impossible to remove the implant as spring broke. A part of the implant remained in the fallopian tube. The surgeon was not able to remove it. Surgical trade-in was planned in the following weeks to try to remove the rest of the implant. Case was considered as serious by reporter. No assessment was given. France bdp local drug safety department assessed the causal relationship with essure as incident. Company causality comment: this spontaneous case report was received from regulatory authority in france and refers to a female pt of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced impossible to remove implant as spring broke, spring broke, and part of implant was still in fallopian tube. A surgery is planned for removal of the remaining piece of insert. Impossible to remove implant as spring broke is listed in the reference safety info for essure. Spring broke and part of implant was still in fallopian tube are unlisted. All reported events are considered serious due to medical importance and regarded as near-incident due to device breakage. During difficult insertion or removals, single cases have been reported of essure breakage. In this particular case, the surgeon decided to remove the insert before it has been fitted. It is not clear whether the device breakage occurred during insertion or attempt of removal. As temporal relationship between reported events and essure use is positive, causality is assessed as related. As this case was received via regulatory authority, no further info is expected.

Manufacturer narrative:
This spontaneous case report was received from regulatory authority in (B)(6) and refers to a female pt of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced impossible to remove implant as spring broke, spring broke, and part of implant was still in fallopian tube. A surgery is planned for removal of the remaining piece of insert. Impossible to remove implant as spring broke is listed in the reference safety info for essure. Spring broke and part of implant was still in fallopian tube are unlisted. All reported events are considered serious due to medical importance and regarded as near-incident due to device breakage. During difficult insertion or removals, single cases have been reported of essure breakage. In this particular case, the surgeon decided to remove the insert before it has been fitted. It is not clear whether the device breakage occurred during insertion or attempt of removal. As temporal relationship between reported events and essure use is positive, causality is assessed as related. As this case was received via regulatory authority, no further info is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 09-jul-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Conclusions: the report did not state a patient injury occurred. In addition, the information available suggests that if this issue were to recur, the device would not likely cause a death or serious injury. According to the dfmea, the main consequence is that the procedure could be aborted, rescheduled or the use of alternative intervention may be necessary. Medical assessment: this case reported breakage due to decision to remove device before detachment (difficult to use). No additional ae case reports have been received to date in relation to batch number b42244. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect." Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this spontaneous case report was received from regulatory authority in (B)(6) and refers to a female patient of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced impossible to remove implant as spring broke, spring broke, and part of implant was still in fallopian tube. A surgery is planned for removal of the remaining piece of insert. Impossible to remove implant as spring broke is listed in the reference safety information for essure. Spring broke and part of implant was still in fallopian tube are unlisted. All reported events are considered serious due to medical importance and regarded as near-incident due to device breakage. During difficult insertion or removals, single cases have been reported of essure breakage. In this particular case, the surgeon decided to remove the insert before it has been fitted. It is not clear whether device breakage occurred during insertion or attempt of removal. As temporal relationship whether device breakage occurred during insertion or attempt of removal. As temporal relationship between reported events and essure use is positive, causality is assessed as related. According to ptc final analysis ,at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. As this case was received via regulatory authority, no further information is expected.